Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the ratchet handle was not working properly. The event occurred during kit inspection. There was no patient involvement, and no harm or delay involved. No adverse event was reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10. Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 1 may 2020 revealed that the comb was bent. The calibration could not be tested due to the damage to the comb. The sideplates were replaced due to wear, the bottom roll had wear that could affect the ratchet. Product repair: repair of the device was performed by dover on 1 may 2020 which included replacement of the following: comb, sideplates, bottom roll. Additional repair included disassembled, cleaned, tested, and calibrated the device and the ratchet was torn apart and re-assembled. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Previous repair: skin graft mesher sn (B)(6) has not been previously repaired/evaluated before 16 april 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.